Manufacturer narrative:
The hill-rom tech found the external buzzer assembly inoperable. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the external buzzer assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake not set alarm was not alarming. The vest was located at the account in 5th fl storage. There was no pt/user injury reported. (B)(4).